Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 59cm from the hub. The fracture faces were oval as if kinked prior to separation. There was a kink 56cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The (B)(4) stenosed, 15mm in length, 4.0mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). The lesion contained a <=45 degrees bend. After pre-dilation was performed, a 4.0mmx12mm quantum(tm) maverick(tm) balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.